Event description:
It was reported that a malfunction alarm occurred with the pump, displaying the malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the customer acknowledged and understood.